Event description:
The pt was implanted with a pneumatic left ventricular assist device (lvad), the hosp contacted the MFR and stated that during the device implant surgery just prior to closing the chest, there was some leaking noticed from the connection between the inflow valve conduit and lvad elbow on the lvad housing. The surgeon resolved the leaking/bleeding by wrapping the connection with bovine pericardium (a type of banding) and reinforced sutures to wrap around the connection. The bleeding was stopped and pt was transferred to the ICU. The pt remains ongoing on lvad support without further issue while awaiting a heart transplant.